Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, acute aortic regurgitation (ar) following balloon aortic valvuloplasty (bav) and pericardial effusion after valve implant were observed. Following bav with a 23 mm balloon, acute aortic regurgitation occurred, and the patient's blood pressure rapidly dropped. Epinephrine was administered, and a 26 mm sapien 3 ultra resilia (s3ur) valve was deployed with 3 ml less than nominal volume while performing cardiac massage. After the valve implant, systolic blood pressure rose to around 260 mmhg. Echocardiography showed no complications around the valve. Post-dilation was performed with 2 ml less than nominal volume while lowering the blood pressure. Since there was no pericardial effusion or paravalvular leak (pvl), the delivery system was removed. While repairing the access site via cut-down, the systolic blood pressure dropped to around 60 mmhg. Echocardiography and aortography showed no signs of bleeding around the valve or access site. Pericardiocentesis was performed, revealing fresh blood. Since the pericardial effusion was small and the blood pressure stabilized, protamine was administered and the patient would be monitored. The pericardial drain was left in place, but it would be removed soon. Per the physician, the cause of the pericardial effusion was unknown. Although the blood via pericardiocentesis was fresh, partial pressure of oxygen was 45 mmhg, so the possibility of venous blood could not be ruled out. It was unclear whether something ruptured at the time when the blood pressure rose to 260 mmhg or during the bav or the valve implant.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the event cannot be determined, it may be related to the factors and/or mechanisms mentioned above, including the patient factor of advanced age. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.